Manufacturer narrative:
Follow-up # 3 - supplemental sent to correct information previously sent. Evaluation codes for the test strips secondary issue was omitted from supplemental #2.

Manufacturer narrative:
Follow-up # 1 - 6/2/2015 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. However, a secondary issue unrelated to the complaint was found, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - 6/2/2015. Device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings:the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. However, a tertiary issue unrelated to the complaint was found, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.